Event description:
Additional information was received from the health care provider (hcp) through a study. Examination on (B)(6) 2016 revealed the lumbar abscess had a posterior area of swelling, fluid and erythema at the top of the lumbar incision. There was concern for return of infection. The lumbar abscess was drained (B)(6) 2016. The outcome was unresolved at time of study exit/death/study closure.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 10.0 mg/ml morphine at 0.064 mg/day via an implantable pump for non-malignant pain. It was reported that a lumbar wound infection requiring in-patient hospitalization occurred. On (B)(6) 2016, surgical exploration, irrigation and wound debridement of the edges of skin and interior of the pocket took place. It was noted there was evidence of a lumbar wound infection. Lab testing was performed and a staph infection was found. Upon opening the lumbar wound, it was noted there was no frank pus, but skin edges were erythematous. IV antibiotics were administered and a wound vacuum was placed. On (B)(6) 2016, the wound vacuum was removed and the lumbar incision was healing well. However a few areas were still working to approximate fully, but the incision was making significant progress. On (B)(6) 2016, the patient was discharged home on bactrim ds twice per day along with home health care. It was noted that some areas were not yet fully approximated, but there was significant improvement. The event was considered to be ongoing. The infection was noted to be possibly related to the device or therapy as well as possibly related to the implant procedure. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the health care provider (hcp) through a study. Examination on (B)(6) 2016 revealed that the wounds looked good both anteriorly and posteriorly. The event was noted to have resolved without sequelae on (B)(6) 2016 and on (B)(6) 2016.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the subject exited the study on (B)(6) 2016 and the pump was explanted on (B)(6) 2016 due to a pump pocket infection. The pump was not replaced.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported a lumbar wound infection at the catheter site.